Event description:
It was reported that impurities were observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. It was also reported that there was contamination on the port of the bag. This issue was identified at the pharmacy prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 09, 2021 - april 10, 2021. B5: there were two (2) affected products, previously submitted as one (1). The first bag had impurities and the second bag had contamination located on the port. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed which observed white floating particulate matter inside the fluid pathway of sample 1 and dark yellow particulate matter on the fill port connector thread of sample 2. The reported condition was verified in both samples. The exact cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.